Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a brief loss of telemetry during induction testing. Afterwards there were some missing markers. Boston scientific technical services (ts) confirmed this was a result of the telemetry interruption. No adverse patient effects were reported. The device remains in service.